Event description:
It was reported that noise was being oversensed on the right atrial (ra) channel that was felt to be consistent with oversensing related to the respiratory rate trend (rrt) feature. There was no observations of asystole. Boston scientific technical services discussed programming options. At this time, the ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).